Manufacturer narrative:
Device evaluation of battery charger was completed. The reported problem (battery charger problem) was confirmed. Upon investigation, the charger was unable to recognize a battery. The failure was isolated to an internally open crystal oscillator. The root cause of the open crystal oscillator was unable to be positively identified. There was no adverse event that resulted from the damaged charger.

Event description:
A us distributor reported that a battery charger had a battery charger problem.